Event description:
A customer reported receiving an air alarm during the use of a flogard infusion pump. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, functional test and an event history log review. The cause of the reported issue was due to an out of calibration air in line sensor. This sensor was recalibrated to resolve the reported issue. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.